Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe, as well as dirt in the electrical and ultrasound connectors. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap between the acoustic lens and the ultrasound probe is traced to component failure. However, probable cause of dirt in the electrical and ultrasound connectors could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.